Event description:
The customer reported 1 mini cap that was cracked in the superior part. Patient injury and medical intervention were not reported for this event. Patient not involved. Report 1 of 2

Manufacturer narrative:
(B)(4). The sample was not available. Without a sample it is not possible to define the root cause that caused the issue. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.a 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.